Event description:
On 10/21, customer reports during a retrograde cystogram on a female, the fluoro stopped working. Physician completed procedure using digital rad images. No further incident, no reported injuries.

Manufacturer narrative:
Liebel flarsheim manufacturing report: this system was serviced by a third party (B) (4). Field service engineer could not duplicate the no fluoro condition. Call was placed by siemens on 10/20/2008. Upon fse arrival, the operating room staff did not know there was a problem. Operating room staff proceeded with case without any problems. When fse contacted siemens he was told that the call had been cancelled last night by siemens. The siemens representative stated he called in (B) (4) (third party) for repairs. Covidien product monitoring has attempted three contacts with customer to gain add'l info with regards to the service resolution of this event; on 11/12/2008, 11/13/2008, and 11/17/08. Customer has not returned phone calls. Upon receipt of new info from the customer, siemens from the third party vendor, covidien will submit a medwatch 3500a supplemental report.